Event description:
It was reported that the device evita xl shut off while ventilating the patient. There were no patient health consequences reported.

Manufacturer narrative:
The investigation has just started; results will be provided in a follow-up report.

Event description:
It was reported that the device evita xl shut off while ventilating the patient. There were no patient health consequences reported.

Manufacturer narrative:
The affected device was examined onsite by dräger service technician, and the log file was made available for further investigation at the manufacturer¿s site. Based on the log file analysis a warm start (B)(6) 2022 could be confirmed; however, the root cause could not clearly be identified. It was assumed that the warm start was most likely caused by a loose contact of the internal wiring. After fitting the wiring, the device passed all tests according to the manufacturer¿s specification and was returned to service. As a safety feature of the ventilator, the ventilator software analyzes and verifies proper function of the device. If the safety software detects an internal deviation, the device may attempt a warm start. An audible alarm is posted by the device and when the warm start occurs, the device briefly powers off and then back on. During this time, an emergency-breathing valve opens allowing for spontaneous breathing. In the event of an unsuccessful warm start, a continuous audible alarm is activated, and the emergency-breathing valve remains open allowing for spontaneous breathing. Manual ventilation with an alternate device may be considered necessary. In the current event, the device reacted as specified and performed a warm start in order to remedy the issue. Appropriate alarms were generated to alert the user of the situation. The number of similar cases, related to the same root cause, is within the expected range of the respective risk assessment and thus accepted.